Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), d6b, g2, g3, h6 (patient, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2020, a patient was implanted with a port via the left subclavian vein for chemotherapy. Approximately three years and twenty-one days later, on (B)(6) 2023, the patient developed a staphylococcus aureus infection, which was confirmed through blood culture. It was additionally reported that the infection had spread to the leg, resulting in extreme weakness and difficulty walking. Subsequently, the port was removed on (B)(6) 2023, due to staph septicemia. However, the current status of the patient remains unknown.